Event description:
It was reported that the procedure was to treat a mildly calcified proximal diagonal artery lesion with 80% stenosis. The 0.014 in ht balance hc guide wire was used; however, the wire tip broke off in the proximal diagonal artery. A snare was performed to remove the wire. An additional ht balance guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.